Event description:
Misfire of the circular stapler resulting in disruption of the colorectal anastomosis. This required resection and recreation of the colorectal anastomosis. Pt underwent laparoscopic sigmoid colectomy. During creation of a 31 mm circular stapled anastomosis, the stapler was fired. However, the circular blade did not appear to fully cut through both tissue doughnuts, and upon gentle removal of the stapler, the anastomosis was grossly disrupted, due to the gross disruption of the anastomosis, it was not felt fully remove the stapler, and a decision was made to convert to a mini-laparotomy. The incision was approximately 4 inches in length.